Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult or delayed positioning (clip caught on chordae) and poor image resolution could not be replicated in a testing environment as they were related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported difficult or delayed positioning (clip caught on chordae) appears to be due to the reported poor image resolution in conjunction with patient morphology/pathology (heart exhibited significant movement). The reported poor image resolution appears to be related to procedural conditions (difficulty visualizing the valve and surrounding tissue and the heart exhibited significant movement). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a triclip procedure was performed to treat tricuspid regurgitation (tr)with a grade of 4. Devices were prepared according to the instructions for use. The preparation of the system and its introduction into the right atrium proceeded without problems. Visualization of the valve and surrounding tissue was difficult, and the heart exhibited significant movement. Despite these conditions, an attempt was made to place a clip. After several attempts, the clip had to be inverted and retracted into the atrium as it had become entangled in the chordae. Following this maneuver, a new gripper orientation was performed, which revealed that the grippers no longer lowered. The system was removed from the patient, and even outside the patient, both grippers did not function. A new system was taken, and several attempts were made to capture the leaflets again. However, due to poor imaging and the presence of a total of five leaflets, these attempts were unsuccessful, and the procedure was aborted without placing a clip. Throughout the entire procedure, no injuries to the valve, valve apparatus, or other anatomies were observed, and the tr remained constant and in the same location as before the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.